Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record and complaint database could not be performed since the lot number was not provided. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an av fistula de-clot procedure within the arm, the access wire tip detached. The physician successfully retrieved the wire tip from the patient with a vascular snare device.